Event description:
The customer contacted olympus to report the video system center presented no image; there was nothing but static when connected. The issue occurred while preparing for an unspecified diagnostic procedure. There was no report of patient injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event of no image due to a faulty circuit board. Additionally, the unit had physical damage on the front panel, and severe deformation on the top cover and bottom chassis. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.